Event description:
The patient fell (approximately 4-5 months ago) and landed on the left side; the ins is implanted on the right side. The patient is now experiencing intermittent stimulation; stimulation is felt while standing, but not while sitting and the right leg appears to be affected. The patient's status is reported as good. Impedance measurements revealed high values on the right; the left appear to be within normal ranges.

Manufacturer narrative:
(B)(4).